Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. One sample was returned for review. The catheter was returned covered in the dressing and tape. The catheter was removed successfully in order to test for the reported issue. A hemostat was used to crimp the tubing and functional testing of the catheter did not find any leakage issues. Since the reported issue could not be duplicated with the returned device, establishing a root cause and an appropriate corrective action is not possible. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Inserted a 1.2fr PICC line overnight by shift change the dressing had to be changed x1 and reinforced x1 d/t leaking under dressing both times catheter also slipped backed 1.7cm in that time catheter was removed at first care.